Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. No damage to the cartridge tracks was observed when these issues were encountered. Cartridge changes were performed to address the issue. Blood glucose level was in the 200's mg/dl range.